Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced low blood glucose. Blood glucose at the time of event was in range of 30 mg/dl to 40 mg/dl. Whether customer use auto mode or not was unknown. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set, ozp-mmt-7020-snsr.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. Also, device was programmed with test guardian link 3 and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 200 value properly on display graph. No unexpected calibration error or lost sensor alarms noted during testing. (B)(4).